Event description:
It was reported that a 2000 ml multilayer bag with four leads had white residue in one of the tubes. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed solvent stains between the female luer connector and tube. The reported condition was confirmed. The cause of the condition was determined to be operator error in applying excessive solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.